Event description:
A customer reported a malfunction on the pump with a malfunction code displayed as malf 16. There was no adverse impact on the customer's blood glucose level. The customer contacted technical support for assistance, where they were provided with pump reset information and successfully reset the pump. There was no recurrence of the malfunction code after the reset, allowing the customer to continue using the pump. Technical support advised the customer to call back if the malfunction code recurred, and the customer acknowledged and understood the instructions.